Manufacturer narrative:
Section h6: investigation findings: 4248 - usage problem identified. Updated manufacturer's investigation conclusion: the reported event of the patient having power cable disconnect alarms and controller clock reset alarms was confirmed via analysis of the submitted log file. The reported event of the patient having twisted and bent controller cables was not confirmed. The heartmate 3 system controller (serial number hsc-090667) was not returned for analysis; however, a log file was submitted. The submitted controller event log file contained data spanning an unknown amount of time due to the controller clock resetting to the default date and time. In the event log file, the controller clock was reset beginning on the first event in the log file (22jan2000 at 1:15:35) to 26jan2000 at 15:09:00 due to a complete loss of power to the controller. The controller clock settings were changed on the following event (08nov2020 at 15:09:00); however, this was still not the correct date and time as the year read 2020 instead of 2022. The log file captured intermittent atypical power cable disconnect alarms active while connected to battery power due to the rsoc voltage in the white power cable dropping below the minimum voltage threshold. The alarms resolved on their own when the rsoc voltage in the white power cable was restored to its expected voltage threshold. The atypical power cable disconnected alarms did not affect the controller's ability to operate the pump at the set speed. Additionally, the submitted controller periodic log file contained data spanning approximately 84 days (21jul2022 ¿ 13oct2022). Other events were contained in the log file; however, the controller clock was reset to the default date and time (01jan2000) following the event of 13oct2022 at 14:10:18. The system controller clock was reset following the event of 13oct2022 at 14:10:18 due to a complete loss of power to the controller. The clock was reset until the last event of the periodic log file (approximately 24 days later). Multiple attempts were made to obtain additional information about the reported event such as the patient¿s weight, if the cause of the alarm can be identified, if troubleshooting steps could be provided, if any equipment was exchanged, and if any equipment will be returned to abbott; however, no response was given. The root cause of the reported event of the power cable disconnect alarms and the bent/twisted controller cables could not be determined through this analysis. The root cause of the controller clock resetting was determined to be due to a complete loss of power to the system controller. The device history records were reviewed, and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The controller was shipped from abbott on 26feb2021. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect alarm conditions, no external power alarm conditions, backup battery fault alarm conditions, controller clock not set alarm conditions, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2022-15092.

Event description:
It was reported that the patient called to report that they had 2 connect to power alarms while connected to battery power. It was noted that the controller cables were twisted tightly and bent at a 90 degree angle. The log file review showed multiple strings of controller clock corrupt alarms on (B)(6) 2022. The controller clock seemed to have reset on this day due to complete power loss to the controller. The log files did not display any interruption in pump support. The controller time clock was set on (B)(6) 2022.

Manufacturer narrative:
Patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event of the patient having power cable disconnect alarms and controller clock alarms was confirmed via analysis of the submitted log file. The reported event of the patient having twisted and bent controller cables was not confirmed. The heartmate 3 system controller was not returned for analysis; however, a log file was submitted. The submitted controller event log file contained data spanning an unknown amount of time due to the controller clock resetting to the default date and time. The controller clock settings were changed on (B)(6) 2020 at 15:09:00; however, this was still not the correct date and time. The log file captured intermittent atypical power cable disconnect alarms active while connected to battery power due to the rsoc voltage in the white power cable dropping below the minimum voltage threshold. The alarms resolved on their own when the rsoc voltage in the white power cable was restored to its expected voltage threshold. The atypical power cable disconnected alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable atypical alarms active in the log file. Additionally, the submitted controller periodic log file contained data spanning approximately 84 days ((B)(6) 2022 ¿ (B)(6) 2022). Other events were captured in the log file; however, the controller clock was reset to the default date and time ((B)(6) 2000), following the event of (B)(6) 2022 at 14:10:18. The log file captured a backup battery use count increase between the events of ((B)(6) 2022 at 14:10:18) at 21 uses and an unknown date and time due to the controller clock being reset ((B)(6) 2000 at 23:59:54) at 22 uses. Following the backup battery use count increasing, the controller clock was reset until the last event in the log file ((B)(6) 2000 at 23:58:10) and was reset due to the suspected loss of power event, causing the backup battery use count to increase. Pump speed was not affected by the usage increases. Multiple attempts were made to obtain additional information about the reported event such as the patient¿s weight, if the cause of the alarm can be identified, if troubleshooting steps could be provided, if any equipment was exchanged, and if any equipment will be returned to abbott; however, no response was given. The root cause of the reported event of the power cable disconnect alarms and the bent/twisted controller cables could not be determined through this analysis. The root cause of the controller clock resetting was determined to be due to a loss of power event when the backup battery use count increased, causing the controller to lose power and the clock to reset.; however, the cause of the loss of power event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The controller was shipped from abbott on 26feb2021. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect alarm conditions, no external power alarm conditions, backup battery fault alarm conditions, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings of backup battery use count increase causing the controller clock to reset, and backup battery not passing the load test were noted in the investigation. No further information was provided. The manufacturer is closing the file on this event.